Manufacturer narrative:
The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The device was returned to olympus and the customer¿s allegation was confirmed. There were pieces of the acoustic lens rubber missing. The glue on the bending section cover was worn, the connecting tube was kinked, scratched and incised and the grip from the control body unit was worn. The device failed the angulation system inspection as the play and the angle shaft is outworn and the up/down knob brake power was too low. The device failed the switch function inspection as the switches one (1) and two (2) had malfunctioned. There were elements and shadows in the ultrasound image as a result of 34 defective piezos. The exact root cause of the failure could not be determined. However, it is likely, the failure was caused by external forces being applied to the subject device as evidenced by the additional physical damage exhibited at the distal end. The instructions for use (IFU) cautions users on the handling of the device: ¿do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ investigation activities have been opened to manage the actions related to this issue and any required MDR reporting olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the acoustic lens of the ultrasound probe on the ultrasonic gastrovideoscope was damaged and partially missing. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of the acoustic lens being partially missing.